Manufacturer narrative:
Other applicable components are: product ID 338928, lot# 0204569902, product type: lead; product ID 7426, serial# (B)(4), product type: implantable neurostimulator; product ID 338928, lot# 0204533295, product type: lead; product ID 748251, serial# (B)(4), product type: extension. See also mfg. Report no. 9614453-2016-04684.

Event description:
A health care professional via a manufacturer representative reported abnormal resistance value that occurred during use. Impedance displayed for c+3- was 1818 ohms, all other contacts displayed 2000 ohms or greater. The current value was 8 ua (17 ua when measured in (B)(6) this year). The consumer said he had no recollection of impact being applied to his body. The consumer complained about poor physical health/discomfort, so he visited the hospital, and the abnormal impedance was found when the physician checked using the clinician programmer. The consumer would undergo examination at an implantation facility in the near future and the device might be replaced depending on the circumstances. Additional information received from the representative reported a lead fracture occurred. The consumer visited a doctor; however, the abnormal impedance issue was not resolved. Impedance for c+3- contact only could be measured, but substitution was difficult since the use contact was c+0-. If voltage was increased, current value would increase, and high voltage was needed. A procedure was performed. During the procedure, it was noticed that the left side lead (which had high impedance) was obviously fractured. When the physician saw the lead from the cut site, the physician saw the lead was frayed. The x-ray images taken five years ago (implant procedure) was compared to the current x-ray images; the current x-ray images confirmed that connection between the lead and the extension was fallen down. The doctor considered to replace the left sided lead. It was unclear which of the two leads was the lead implanted on the left side. The consumer also reported when visiting the doctor that both implantable neurostimulators (inss) turned on and off without intention under circumstances where the ins was easily received electromagnetic waves. The devices remain in the consumer&#62688;body. When the left sided lead is replaced, the devices may be replaced. The issue was not resolved at the time of the report. Indication for use included parkinson&#62702;